Manufacturer narrative:
(B)(4). Correction: the correct date returned to manufacturer is, 08/05/2015; and not 07/30/2015 as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain, intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.